Event description:
The device was used during a routine training session. At some point during the training, the defibrillator was discharged with the defibrillation cable connected to the test load connector in the attached quik-combo shock advisory adapter. Subsequently, the device allegedly "locked up" and failed to respond to any of the front panel control switches, including the on/off switch.